Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Reportedly, the battery gauge remained at (B)(6) for 2 hours of charging. There was no impact to the customer's blood glucose level. The customer stated on (B)(6) 2016 that the battery issue was resolved; however the customer had not attempted to charge the pump since (B)(6) 2016. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.